Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced a detached sensor wire. Patient claimed the wire was still in her skin when the pod was removed.